Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing including ECG using both pads and leads without duplicating the report. The returned accessories were tested and passed. The multifunction cable, CPR connector, and 12-lead cable are being replaced as a pre-caution. The device was recertified and returned to the customer. Review of the device activity logs observed intermittent ECG signals when using the leads, but no issues were found with the pads' signal. There were no critical errors in the log to suggest that the ECG signal loss was due to a device malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.